Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/1/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast saline implant. During evaluation of the device it appeared intact. Leak testing revealed there was a rupture, located at the anterior view. Microscopic examination was performed. No evidence of instrument damage was observed. No additional anomalies were discovered. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines. Deflation, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 325cc mentor smooth round moderate profile saline prosthesis catalog: 3501650 lot: 5907327 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation surgery with two 325cc mentor smooth round moderate profile saline prostheses experienced right sided deflation post procedure. The right sided deflation was diagnosed by a physician upon an examination on (B)(6) 2019. As a result, the patient had an explantation on (B)(6) 2019.